Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿minimal surgical approach for recurrent hip dislocation using the posterior lip augmentation device for the charnley hip arthroplasty¿ by purushottam a. Gholve, et al, published by the journal of arthroplasty (2006), vol. 21, no. 6, pp. 865-868, was reviewed. In this article the authors present the management of recurrent posterior dislocations in cemented charnley total hip arthroplasties treated with a depuy posterior lip augmentation device (plad) in 21 frail, elderly patients. All 21 cases experienced recurrent dislocation treated with implantation of a plad secured with 4 screws between june 2000 and june 2002. Implanted depuy products: charnley polyethylene cups, 22-mm femoral head, and charnley stem. The cup and stem were cemented with unknown cement. Results: 2 patient experienced further joint dislocations secondary to a mispositioned plad device. The dislocations were treated with open reduction and repositioning of the plad device and securing screws. There were no further complications or dislocations. 1 superficial infection treated with oral antibiotics. Impacted depuy products: 21 charnley cups and heads: implant dislocation, surgical intervention, infection, joint dislocation. 2 plad implants and 8 securing screws: implant malposition, surgical intervention, device repositioning, infection. There was no reported product problem with the charnley stems. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.